Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at an unknown dose via an implantable infusion pump. It was reported that it was believed the patient had a pocket fill on (B)(6) 2020 during a refill. The hcp pulled out clear amber hue fluid from the pump pocket. When they accessed the pump they only got 4ml back and it was reported that 30ml was the refill volume that was injected on (B)(6) 2020. The pump was going to be filled on (B)(6) 2020 to resolve the issue. The patient had experienced withdrawal, spasticity, and was hot. The logs were noted to be normal. No further complications were reported.